Manufacturer narrative:
(B)(4) stent difficult to remove. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a wallstent biliary stent was implanted to treat a malignant stricture due to cancer in the hilum during an endoscopic retrograde cholangiopancreatography (ercp) with stenting procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was not tortuous and had been dilated with biliary dilator prior to stent placement. During the procedure, the physician was able to fully deploy a wallstent biliary stent. It was noted that the stent get caught on the distal part of the catheter, and during removal, the stent came out of the patient with the delivery system. The procedure was completed with another wallstent biliary stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.